Event description:
It was reported that the anesthesia system had a leakage. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated and tested at the hospital by our field service engineer. The reported leakage test failure during system check out could not be reproduced. The anesthesia system was successfully tested and was cleared for clinical use. The device logs have not been available and no additional information was provided. Based on the limited amount of information and the fact that the problem could not be reproduced during the investigation at the hospital, the cause of the reported event cannot be determined.

Event description:
Manufacturer's reference number:(B)(4).